Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low bg level of 39 mg/dl, after the customer delivered a bolus for 31 grams of carbohydrates. The customer consumed carbohydrates to address the low bg level. Reportedly, as the customer is a new pump user, believes the correction factor may be incorrect and the suspected cause of the low bg level to be due to the settings. Additionally, the customer over compensated for the low bgs and did not deliver a bolus, which caused bg level to become elevated to 300 (mg/dl). The customer delivered a correction bolus to address bg level. Recommendation was made to consult with health care provider (hcp) and clinical diabetes educator (cds) regarding diabetes management. During the call with tandem technical support, the customer reported bg level was within target range.